Event description:
It was reported that the customer experienced a past low blood glucose below 55 mg/dl. Cause was not known. The customer consumed carbohydrates to treat the low blood glucose. Recommendation was made to consult with a healthcare provider regarding diabetes management.